Event description:
During hansson pin surgery, the surgeon tried to insert the k-wire into patient. Afterwards, the surgeon saw smoke from the k-wire when the surgeon used the k-wire and guide wire bush. However, the procedure was completed without problem.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.